Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the photograph was unable to identify any unique and / or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and pain. Device was explanted.

Manufacturer narrative:
Confirmation of explant surgery has not been received. This is the date the surgery is scheduled to occur. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Affected side was not specified. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and pain. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the shell. Weight measurement verified device weight to the specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.